Event description:
Additional information was provided from a consumer (con) stated that the pump "did not work." The patient stated that since the medication/fentanyl was put in on (B)(6) 2024, they have not had therapeutic benefit. The pain has been tremendous, they had not felt any difference in symptoms. They reached out to the pain clinic and got an appointment about a month after that, and the healthcare provider (hcp) increased the dosage but still they had no relief. The physician ordered a contrast study to see if the catheter was blocked. They did not "get back anything" from the pump reservoir so the physician thought that it was blocked. They were considering having a revision or possible replacement. The patient was still working with the hcp to find a solution. They did an x ray and will next do a cat scan tomorrow. The agent documented reported event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that they were having magnetic resonance imaging (mr)I and wanted to know if they could have one. The agent reviewed MRI guidelines. The patient stated that on the 23rd, they had a dye study done at their doctor¿s office and was told they had "a blockage" so the doctor ordered MRI. The patient also stated that they were seeing their neurosurgeon today and had an appointment with their pain doctor on the 3rd to discuss the MRI and next steps. No symptoms were reported.